Event description:
It was reported that the patient underwent a l3-l4 dlif using rhbmp-2/acs. The surgeon reportedly told the patient before discharge that the surgery went well. Within 5-7 days of the surgery, the patient began to experience severe radicular pain radiating in both legs, feet, and lower back. Burning sensation was reported in the feet. The patient returned to the doctors for a follow-up. The surgeon was not able to explain the sudden onset of pain. It is reported the patient has difficulty walking and cannot perform daily activities. A MRI was done approximately 4 months post-op that reportedly indicated "nerve damage." Over the next 3 months, the patient had tests, mris, and constantly changing medication to try to control the pain. The patient was placed on long term disability. The pain has not been controllable. The patient has reportedly been told that the pain will never go away, that the nerves are too badly damaged. No ectopic bone growth or any other observations have been noted. No revision surgery has been reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.